Manufacturer narrative:
When the customer svc rep contacted the medical facility, a nurse stated that the medical facility cannot confirm 100% that the pt experienced an esophageal perforation as a result of the incident with this balloon. This info had not been provided previously to the cook area rep. Info related to the final pt outcome as well as how the device may have caused or contributed to the alleged possible perforation was requested. We received the following clarification. The balloon was used for a dilation of the papilla. The perforation in the esophagus is not connected to the cook hercules 3 stage wireguided balloon. This occurred 2 days after this procedure. Investigation evaluation: our evaluation of the returned device confirmed the report. A visual examination of the device determined the balloon had ruptured and the catheter had been cut approx 141 cm from the proximal end of the balloon. The condition of the device prevented any functional testing. There are multiple kinks in the catheter in both sides of where the catheter was cut. The balloon was split entirely in half and both sides were still attached to the catheter. The edges of the balloon line up on both sides of the split, therefore, no part of the balloon is missing. A wire guide remained lodged into the distal section of the catheter and could be removed with considerable force. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. According to the report, negative pressure and lubrication were not applied prior to advancement through the endoscope and the device was used for dilation of the papilla. The instructions for use for this device states: "this device is used to endoscopically dilate strictures of the esophagus. Do not use this device for any purpose other than stated intended use." A possible contributing factor to balloon material rupture is inadequate lubrication of the balloon with a water soluble lubricant. The instructions for use direct the user to apply a water soluble lubricant to the balloon to allow easier passage through the accessory channel. This activity will aid in endoscopic advancement and balloon preservation. Per the report lubrication was not applied prior to insertion which is against the stated intended use. Another potential contribution factor for this report is negative pressure not being applied prior to advancement. The instructions for use caution the user that negative pressure is mandatory to maintain balloon integrity. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. Per the report, negative pressure was not applied prior to advancement which is against the stated intended use. A balloon rupture can occur if the balloon is inflated prior to advancement through the endoscope or if the balloon is inflated while partially or fully inside the accessory channel of the endoscope. The instructions for use contain the following precaution: "do not pre-inflate the balloon." The instructions for use also contain the following precaution. "Maintain balloon deflation with negative pressure and introduce into the accessory channel of the endoscope, advancing in short increments until the dilator is completely visualized endoscopically." Another possible contributing factor is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in a rupture of the balloon material. Instructions for use states: "do not exceed the maximum indicated inflation pressure." Prior to distribution, all hercules 3 stage esophageal balloons are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the info provided, a cook rep has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
The following info was provided by the medical facility to the cook area rep. During a surgical procedure that was further described as a sphincterotome in the papilla, a cook hercules 3 stage wireguided balloon was used. Lubrication and negative pressure were not applied to the balloon prior to advancement through the endoscope. The balloon was inflated with water. The balloon reportedly ruptured during insertion of the device. Liquid leaked out of the balloon. The endoscope was removed and reinserted after to finish the procedure. The device had to be cut out (the balloon catheter was cut once outside the pt's body to facilitate removal from the endoscope channel). A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.